Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Initial reporter name and address: first/given name: company representative was made aware during site visit. Initial reporter name and address: telephone number: (B)(6). Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the plunger rod in the advanced position. Observation of the cartridge revealed that the cartridge was cracked near the tip of the cartridge and that the cartridge tip was deformed, in a way consistent with a handpiece that had been used. The complaint issue cartridge crack was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) exited the side of the cartridge during implant preparation and prior to implantation. It was confirmed that the tip of the cartridge was in contact with the patient eye at the time of the issue occurring. Through the evaluation of the returned product cartridge tip damage was identified as well. No further information available.